Event description:
Additional information was received: "obtained the event was resolved."

Event description:
It was reported that the product "seemed longer than usual and difficult fitting into the level one". Also found debris in the tubing. No patient involvement was reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The sample was returned for evaluation. The complaint sample was visually inspected and observed that the tube was damaged. The sample was assembled correctly without difficulty. The complaint was not confirmed. The product's history records were reviewed, and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
The sample was returned for evaluation. The complaint sample was visually inspected and observed that the tube was damaged. The sample was assembled correctly without difficulty. The complaint was not confirmed. The product's history records were reviewed, and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.